Event description:
Epidural catheter placed without problem on 3/9/95 for total knee replacement post-op, pt on continuous epidural fentanyl with good results. On post-day #3, epidural catheter removed. On removal, catheter broke, with the distal 1-2 cm remaining in the pt, likely in her epidural space. Apparently, removal of the catheter was difficult and the catheter was significantly stretched before it broke.